Event description:
It was reported that this device was explanted and replaced for reported normal battery depletion 10 months later.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
As no additional information regarding this event is required, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that noise was observed on the right atrial (ra) channel of this cardiac resynchronization therapy defibrillator (crt-d) that appeared to be due to oversensing of the respiratory rate trend feature signal. Impedances on the ra lead were within normal limits. Boston scientific technical services provided troubleshooting advice. No adverse patient effects were reported. The crt-d and ra lead remain in service.